Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid suit procedure performed on (B)(6) 2026. It was reported that during the procedure, the front bands were deployed normally, but the fifth band to the seventh band could not be deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.